Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign materials in biopsy channel and metal particles in forceps elevator. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to adequately clean/reprocess the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a part of a stent is stuck inside the biopsy channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.